Event description:
Device 1 of 2. Ref MFR report# 1627487-2014-01025. It was reported intraoperative testing of trail leads revealed high and invalid impedances. Multiple troubleshooting techniques, manual reprogramming, and a third lead placement was attempted to no avail. The physician decided to abandon the case. Later, the pt was implanted with a competitor's trial which provided stimulation. Although the competitor's product initially revealed high impedances, it stabilized back to normal after a while.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.